Manufacturer narrative:
Information regarding the initial reporter section. Occupation: unknown. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. A visual evaluation of the product received confirmed that the blue catheter had broken into three (3) separate pieces at approximately 146.5 cm from the distal tip of the balloon. A 17 cm section of the purple internal sheath was exposed at the break. In this distal portion of the catheter, there were two (2) kinks observed just proximal of the balloon in the silver portion of the catheter at the 11.3 cm and 13.2 cm locations as measured from the distal tip. A 16.5 cm section of the blue catheter had broken off and contained two (2) kinks in that portion of the catheter. The proximal portion of the catheter was broken at the 84 cm location as measured from the bottom of the hub. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation, the physician selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The physician advanced the device to the desired position and inflated the balloon with water, but found that the balloon could not be inflated. The physician retracted the device from the patient and detected that the balloon sheath was broken [subject of this report]. The physician then changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.